Manufacturer narrative:
The complaint investigation for a false depressed result included a search for similar complaints, and the review of complaint text, trending data, labelling and device history record. A review of tickets determined there was normal complaint activity for the alinity I tsh reagent lot 18367ui00. A review of tracking and trending determined no trends were identified for the issue with the alinity I tsh reagent. Return testing was not completed as returns were not available. In-house testing was performed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the alinity I tsh reagent, lot 18367ui00. This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. All available patient information included. No additional information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed alinity I tsh results were generated on the alinity I processing module for a baby sample. The customer stated the sample generated an initial result of 0.4804 miu/l (0.4804 uiu/ml) with a repeat result of 1.9987 miu/l (1.9987 uiu/ml) (shift 75.96%) [customer reference range= 0.88 - 5.42 uiu/ml] .there was no reported impact to patient management.